Manufacturer narrative:
(B)(4).

Event description:
It was reported after the system was implanted, increased threshold was observed. The next day, the lead was repositioned and increased r-wave sensing amplitude was observed. Defibrillation threshold testing was performed the following day and testing found the r-wave sensing amplitude had declined and threshold was still intermittently measuring unacceptable values. The lead was explanted and replaced. The patient remains in the hospital. The patient will continue to be monitored.